Manufacturer narrative:
The investigations showed that the external label and the label on the internal blister have the correct information, only the traceability label (patient label) specified a thickness of 15mm although the packaged device has a thickness of 12mm. The inspection of an implant of involved batch number in our stock showed that the patient label was conform, therefore the batch is partially concerned. The review of manufacturing data from our sub-contractor showed a re-printing of 36 traceability labels (patient label). The analysis performed with our sub-contractor of packaging showed that it is due to a human error during the manual entry of the designation during this re-printing. These re-printed labels were not double checked as required by the internal procedure therefore the defect was not detected. The batch is partially impacted by this non-conformity (re-printing of patient labels for 6 products over 25). A scar was initiated for our sub-contractor in order to implement actions to avoid the recurrence of this type of error. As a conclusion and according to the elements in our possession, the origin of the incident is due to a human error during the manual entry of the designation during a re-printing of patient labels, not detected by the inspection, during the packing phase by the sub-contractor. As a precautionary measure, amplitude has initiated a batch recall. No concerned products are on the us market.

Event description:
Error of the insert thickness specified on the patient labels: thickness specified is 15mm instead of 12mm. Error detected after the surgery during the traceability inspection of patient file. No related patient consequences.